Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited far r-wave over-sensing resulting in inappropriate mode switch episodes. The pacemaker was reprogrammed. The patient was in stable condition.